Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) machine had powered down on its own during treatment and would not turn back on. The biomed stated that the transformer wires in the power supply looked burned and the triac assembly was physically defective. The power supply was replaced, however the issue did not resolve. The biomed stated that the keypad sticker on the power button was replaced and the issue was resolved. The power failure occurred during a patient¿s treatment. The charge nurse stated that there was no safe way to rinse back the patient¿s blood and the patient experienced and estimated blood loos of approximately 200 ml. The patient experienced low hemoglobin and was monitored closely, however no treatment was required. The patient was restated on a different machine and completed treatment successfully with new supplies. The machine has approximately 5000 hours and the power supply and keypad sticker were the original fresenius parts on the machine. The biomed reported that there was no damage observed on any other components, or any other additional issues, associated with the burned transformer wires. The biomed confirmed that the machine had passed electrical leakage test. The biomed confirmed that the machine was plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The unit was returned to service at the user facility without issue and without reoccurrence of the event. The power supply was available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.